Event description:
It was reported that prior to use it was discovered that the tubes were sticking together by the labels with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the company reporter: it was reported the tubes were sticking together by the labels. The following information was provided by the initial reporter: the labels are not on completely and there are 2-4 that stick together because the labels are stuck to other tubes and labels beside them. It is not a huge deal but it is a pain. They are dropping on the floor (or patients) label need to be partially torn to get them apart. I figured it was just a pack but the more I use the more I realize that there is several packs. We are having some wasted tubes because of this.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. CAPA #: 1064141.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the tubes were sticking together by the labels with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the company reporter: it was reported the tubes were sticking together by the labels. The following information was provided by the initial reporter: the labels are not on completely and there are 2-4 that stick together because the labels are stuck to other tubes and labels beside them. It is not a huge deal but it is a pain. They are dropping on the floor (or patients) label need to be partially torn to get them apart. I figured it was just a pack but the more I use the more I realize that there is several packs. We are having some wasted tubes because of this.